Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 95% stenosed, 38mm x 2.5mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.50x38mm promus element long drug-eluting stent was advanced to treat the lesion. However, the stent was entangled with the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: promus element ous, mr, 2.5x38mm, stent delivery system was returned for analysis. A visual examination of the crimped identified proximal stent strut damage, struts were bunched in a distal direction and subsequently the crimped stent had moved slightly in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. An attempt was made to insert a guide wire 0.01335¿¿ in through the tip however the guide wire met with resistance 85mm distal to the port exchange site. There was evidence of contrast medium along the inner/outer lumen so the device was then soaked overnight in water bath at 37 degrees. The guide wire was then inserted through the tip and exited through the port exchange site with no issue. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other damage noted during analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 95% stenosed, 38mm x 2.5mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.50x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, the stent was entangled with the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.